Event description:
It was reported that the catheter was unable to be set to catheter connector properly although the tip of the catheter was cut and checked repeatedly and pass through the oversleeve. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty passing a catheter through the distal piece of an nxt connector is confirmed and was determined to be use related. One distal piece of a two-piece nxt connector was returned for evaluation. An initial visual observation showed no damage on the returned sample. A microscopic observation revealed some use residue within the returned sample and no obstruction was observed within the connector piece. The connector piece was bisected, and the blue internal compression sleeve was observed to be slightly advanced into the tapered region of the locking mechanism. This can be caused by pre-assembling the proximal and distal connector pieces before connecting the catheter to the proximal connector piece or by inserting an object into the proximal end of the distal connector piece. The product instructions for use (IFU) provide guidance on inserting the PICC and attaching the two-piece connector to the groshong single lumen catheter. The steps outline the proper order of assembly to prevent the premature advancement of the compression sleeve into the locking region of the connector. The reported complication appeared to be associated with not following the procedure as outlined in the product IFU. A lot history review (lhr) of reen3294 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen3294 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was unable to be set to catheter connector properly although the tip of the catheter was cut and checked repeatedly and pass through the over sleeve. There was no reported patient injury.